Event description:
It was reported that surgeon used a 360-degree suture system for the entire internal meniscus and when the second needle was sutured, t2 anchor was deployed but failed to secure on the meniscus, when pulled out the inserter, t2 was out with the inserter together. All t's were removed from the patient. A backup device was available to complete the procedure with no major delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its post t2 deployment position indicating a complete deployment. The needle is bent on two planes. The ts and suture were returned for evaluation. Examination of the construct showed t1 is bent, t2 and the suture show no abnormalities. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. Per the device IFU under warnings ¿the fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.